Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years and 7 months following the implant of this 29mm transcatheter bioprosthetic aortic valve, unspecified valve degeneration was identified. Dyspnea and new york heart association (nyha) functional classification iii were also noted. Approximately 20 days later the patient was hospitalized and the following day a 26mm non-medtronic transcatheter bioprosthetic aortic valve was implanted valve-in-valve. The event was considered resolved two days later and the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Desc evt problem: additional information was reported that approximately 3 years following the implant of this 29mm transcatheter bioprosthetic aortic valve, there was evidence of gradient increase. Transthoracic echocardiogram (tte) showed a maximum gradient of 47 millimeter of mercury (mmhg) and a mean gradient of 32 mmhg. A computed tomography (CT) angiography was performed approximately three weeks later and showed no signs of thrombosis. A follow-up appointment occurred approximately 3 years and 7 months following the implant of the valve and required another CT-angiography that showed degeneration of the valve that was noted as stenosis with thickened leaflets and calcification. Increased anterograde flow was identified with a velocity maximum (vmax) of 4.05 milliseconds (ms), a maximum gradient of 65 mmhg, a mean gradient of 43 mmhg, an aortic valve area (ava) of 0.5 centimeters squared (cm2) and moderate-to-severe insufficiency with preserved ejection fraction (ef). The non-medtronic transcatheter bioprosthetic aortic valve was implanted via the right femoral artery access and without valvuloplasty. The intervention took place in the absence of complications. Double antiplatelet therapy was started. The subsequent telemetric electrocardiographic monitoring was unremarkable. The follow-up echocardiogram confirmed that the aortic bioprosthesis was functioning normally. The vascular color doppler also revealed the absence of complications at the site of access. Assessment of biological fluids did not reveal any notable abnormalities. One day following the valve-in-valve procedure, echocardiography showed a velocity maximum of 2 ms, a gradient maximum of 17 mmhg, a mean gradient of 9 mmhg, minimal paravalvular leak (pvl), and mild intraprosthetic regurgitation jet. It was reported that the aortic bioprosthesis valve was functioning normally. Additional b7 - relevant history: cardiovascular risk factors: hypertension, chronic kidney disease (ckd) on three-weekly dialysis t herapy. Cardiovascular history: prior to 29mm transcatheter bioprosthetic aortic valve pat admitted with chest pain with cardiac enzyme changes and evidence of severe aortic stenosis with preserved ejection fraction (ef). Coronary angiography revealed disease of the small branches (50% proximal first diagonal artery (d1), 60% proximal ramus intermedius (ri) coronary artery). Patient codes, device codes, component code. Removed device code a26 and component code g07001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a review of the device history record for this valve was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The valve was not returned to medtronic for product analysis. Images were submitted and reviewed. The image review showed a post-implant evolut computed tomography (CT) scan provided from (B)(6) 2022. The CT imaging demonstrated a low implant with degeneration of the prosthetic leaflets with calcification. These findings align with the elevated aortic valve (av) gradient demonstrated on echocardiography. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular (lv) dysfunction, etc.). With the information available the calcification was a likely contributing cause. Stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. With the information available, the calcification was a likely contributing cause. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient cond ition (e.g., blood chemistry). Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available, the leaflet calcification may have been a contributing cause. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). With the limited information the severe aortic stenosis (ava of less than 1 cm2) was a likely contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method, result, and conclusion codes correction h6 - patient codes: added e062101 and removed e0621. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that the moderate-severe aortic insufficiency was central aortic regurgitation. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.